Manufacturer narrative:
A review of the records related to this equipment that included labeling, manual, trending, and risk documentation reviews was performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigation's associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified.

Event description:
It was reported that a foreign matter, which looked like a piece of metal 2-3mm long, entered into patient¿s eye at the beginning of phaco procedure during surgery. The foreign matter was immediately removed from patient¿s eye. There was no patient injury.

Manufacturer narrative:
A video assessment of the foreign matter was performed. Per the video evaluation, it was observed that during the phacoemulsification a foreign particle that appears to be metallic was introduced in the eye and that the foreign particle was withdrawn from the intraocular space. However, based on review of the video as well as all information provided, the nature of the particle could not be confirmed. The origin, nature, and potential clinical impact of the observed phenomena could not be determined from a video assessment. An external laboratory analysis was performed. The lab analysis indicated the metal was a titanium alloy. This is used in the manufacturing of handpieces (titanium metal fabrication) and phaco tips used with handpieces (titanium coating). An engineering evaluation of the identified material was performed, potential sources of titanium flakes. The internal fluid paths of handpiece are made of solid titanium. No coatings. Engineer is not aware of any likely places for titanium to flake off. The phaco handpiece and phaco tips are made from titanium. If during phaco another instrument contacts a phaco tip while power is being applied there could be a potential of flakes being generated. If customer uses a reusable tip beyond 20 uses, there is risk of flakes. Product evaluation was not performed for this incident. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.